Event description:
The pt, suffering from diverticulitis, underwent a sigmoid colectomy. During the operation, two different car devices were used. The first device was fired at about 9 cm from the anal verge. A bubble test indicated a leak. Examination of the anastomotic site showed that the ring never completely mated to the anvil. Re-anastomosis was performed using a second car device. The second car device was fired at about 9 cm from the anal verge. It looked as the pins were deployed in a crooked fashion into the anvil head and the proximal tissue pulled away from the ring immediately after. The device could not be removed from the rectum. Part of the anvil head was cut out to enable pulling off the remaining anvil head from the trocar and to remove the device. Anastomosis was performed 3 cm from the anal verge with stapler. The doughnuts were not complete and no bubble test was performed. The pt was diverted with an ileostomy.

Manufacturer narrative:
Since the event involves two car devices, this report refers to the first device. A separate report (3005278776-2009-00076) is provided for the second device - except for the sn of the devices, these reports are identical. No corrective or remedial actions were taken due to the following: this is the first time that alleged malfunctions of this type have been reported to the company following procedures performed with the device. The production history files indicated that the device was released pursuant to the product specs (including functionality test). In an attempt to simulate the malfunctions in both devices, and the fact that both devices were used and damaged, the device is a single use device, we could not identify any defective condition in the products at issue, identify the cause of any alleged malfunction or determine whether the adverse event was caused by the device or procedure-related event. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices. The current cumulative leak rate found with the use of the car27 device is within the low range reported in the literature for anastomosis devices.